Manufacturer narrative:
The customer did not use rack/disk adapters for the 13mm tubes. Product labeling states "inserting a roche rack cup adapter into a rack - use roche rack cup adapters to improve the alignment of 13 mm tubes. Warning ! Incorrect results and errors due to misaligned sample tubes not using a roche rack cup adapter with 13 mm tubes or incorrect use of a roche rack cup adapter may cause incorrect results or errors. R always use roche rack cup adapters with 13 mm tubes. Ensure that sample tubes are straight." The clotting time was 7-10 minutes. The minimum clotting time for most tube manufacturers is 30 minutes. The alarm trace on 14-mar-2023 showed "assay reagent hovering (liquid level misdetected due to static electricity or film)". This indicates that there might be film present on the reagent. The investigation did not identify a reagent problem. Based on the information provided, the cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys ige ii immunoassay results for 2 patient samples on a cobas e 411 immunoassay analyzer. On (B)(6) 2023, patient 1 had an initial ige result of 1.6 iu/ml. The repeat result was 93.0 iu/ml. Patient 2 had an initial ige result of 1.5 iu/ml. The repeat result was 141.2 iu/ml. The patient samples were sent for investigation. On (B)(6) 2023, the patients' samples were tested at an investigational laboratory. For patient 1, the initial undiluted results were 92.72 iu/ml, 94.54 iu/ml, and 91.08 iu/ml. A 1:2 dilution was made and the result was 83.48 iu/ml. A 1:5 dilution was made and the result was 75.90 iu/ml. A 1:10 dilution was made and the result was 77.42 iu/ml. For patient 2, the initial undiluted results were 137.8 iu/ml, 135.1 iu/ml, and 137.2 iu/ml. A 1:2 dilution was made and the result was 130.6 iu/ml. A 1:5 dilution was made and the result was 115.9 iu/ml. A 1:10 dilution was made and the result was 115.8 iu/ml. No questionable results were reported outside of the laboratory. The analyzer serial number is (B)(4).

Manufacturer narrative:
The investigation is ongoing.